Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 10ml ll w/ndl 21gx1in did not seal correctly. The following information was provided by the initial reporter: "syringes not sealing correctly".

Manufacturer narrative:
H.6. Investigation: one hundred twelve closed samples received, one empty blister pack receive, it is observed the paper is torn and opened. It can be seen that the blister paper is torn because it was not opened properly, it is worth mentioning that one of the samples presents perforation in the packaging film, impacting the sterility of the product. In addition, the defect could have been originated during the manipulation of the product by the client, the remaining parts were compliant. During the documentary review, no records of quality events were found during the conditioning process, the batch was inspected and subsequently released in accordance with the current work instructions, in addition the 112 closed samples were sent to the quality control laboratory for evaluation, not finding sealing problems as reported by the client. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that the syringe 10ml ll w/ndl 21gx1in did not seal correctly. The following information was provided by the initial reporter: "syringes not sealing correctly".